Event description:
It was reported that a pt underwent a colectomy procedure on (B) (6) 2010. During the procedure, the needle broke at the swage during continuous suturing of the fascia. The surgeon found that the needle had broken at the tip after the pt was closed. The surgeon performed an x-ray and found the fragment under the pt's skin. The surgeon re-opened the skin and removed the fragment from the pt's body.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.